Event description:
It was reported that during an angiogaphic procedure of the subclavian artery, the guide wire began to unravel as it was manipulated through a stenosis. The tip became embedded in the intima of the subclavian artery where a piece of the tip was sheared off and was left in the artery of the pt. No further intervention was attempted. No pt injury was reported.